Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B) (4): the implantable cardioverter defibrillator was returned and analyzed. Visual examination of the connector block found no anomalies with the grommets or setscrews. Primary analysis finding: no anomalies were identified.

Event description:
It was reported, during the implant procedure, when leads were connected to the device, impedance measurements were out of range with the exception of atrial lead. Therefore, leads were disconnected and reconnected, and impedance measurements were good values. However, oversensing was observed. Once more, leads were retested with device and impedance values reverted to out of range. Consequently, this device was replaced with a same brand device, which was successfully implanted uneventfully.